Event description:
Reportedly, on 27-may-2025, the transmitter displays "smartview connect application isn't responding".

Manufacturer narrative:
Investigation is still on going, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the transmitter displays "smartview connect application isn't responding".

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. Upon reception, the device is not able to fully initialize and display the message "smartview connect app isn't responding". Review of the files did not permit to establish the origin of this event. The most probable hypothesis is that a hardware issue caused the device to not work properly. This case is retained and utilized for trend purpose.